Event description:
It was reported that a patient presented with dislodgement noted on the right ventricular lead. This was confirmed with x-ray imaging and resulted in loss of capture. Upon removal, the lead helix was alleged to be abnormal. The lead was explanted and replaced on (B)(6) 2026. No adverse patient consequences were reported.